Event description:
It was reported to manufacturer that high lead impedance was observed when system diagnostics were performed on the vns patient's device at a follow up visit. In addition, the patient reported feeling painful stimulation and felt that the stimulation was occurring erratically. The physician programmed the device off, and referred the patient to a surgeon. Revision surgery is likely. Good faith attempts to obtain additional information from the treating physician are underway. It is unknown if any x-rays have been taken and if any patient manipulation or trauma may have contributed to the high lead impedance diagnostic test result.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.